Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The friend or family member of a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the patient and reporter had driven across several states and the device worked beautifully on the way down, but now it quit working for the patient. She was wet all the time and couldn't empty out. She had a loss of therapeutic effect and the patient programmer was not communicating with the implantable neurostimulator (ins). The poor communication screen was seen and the patient was recently implanted but no bandages or swelling was present. Confirming that the antenna was secure and syncing with the ins did not resolve the issue. The reporter tried repositioning the antenna several times but kept getting the poor communication screen and was not able to feel the implant through the patient's skin. A manufacturing representative told them that the ins lost programming. The patient was trying to get in to see a doctor. It was noted that the patient had multiple sclerosis and was in a wheelchair. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It later reported that patient saw someone last week but device was not checked. He put batteries in the patient programmer and was currently working. Then stated she was going to see their doctor next week. The patient also mentioned he was going to do surgery on her on (B)(6), 'something about her ¿urethra¿. The patient was ¿all mixed up about this¿ indicating it worked great and now she is wearing a pad again. Stated she was going to the doctor and working on it.